Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they need assistance pairing the handset to the wr- followed the switch recharger path multiple times, patient got recharger not found or the hub kept popping up. Reopened and reassigned case to send request to repair.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from the patient that their recharger had been replaced 4 months ago because it had "shot a red light" and they'd been watching their replacement recharger and typically they would usually put the recharger back on the dock after using and it would flash, but it wouldn't stay red so they would take it off the dock again to make sure there was no dirt on it and they would put it back on the dock again however last night ((B)(6) 2026) after using it and they saw "something red out of the corner of my eye" as they walked away from it, the "whole thing was red right around, like a flash of light like something struck it" so they "pushed the button again and "it's almost like the button sticks". The patient said they were using it one day and they felt like it was "burning my chest" and "this replacement doesn't have the same numbers as the rest of my stuff." Please understand the patient was very difficult to understand and patient services did the best they could to document the reported information and assist the p atient. Patient services offered to walk the patient through troubleshooting during a charging session so the patient took the recharger off the dock and noted that the battery light went down one notch because they had recently used it and entered into the recharger application and was able to see the recharger and application had paired and that the recharger was "searching" so the patient was able to place the recharger over their ins site and begin a charging session. The implant was at 100% and they had excellent connection. Patient had also turned the recharger off and back on again a few times during the call without issue. Patient services reviewed with the patient that the recharger appeared to be functioning as intended at the time of the call. Additional info received from the patient that the wireless recharger still had a flashing red light and there was a message on the recharger application that showed the wireless recharger (wr) battery needed to be charged. Patient put the wr on the dock and the wr did not start charging. Upon further review the patient had a different cord plugged into the dock than what came with the system. The charging cord was black, patient found a white cord and plugged that into the dock and the green light on the dock was flickering. Troubleshooting didn't resolve the issue. Agent emailed repair to send patient replacement dock, wr charging cord and adaptor.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from the patient that patient called in stating they have to alternate between the 2 wr because they are "shooting red". Reviewed patient should send back the previous wr and only work w/ the new one. Made multiple attempts to pair the wr with the handset but they were successful. Reviewed patient can charge the ins w/ the handset. During call patient was able to connect the wr to the ins. Reviewed if the wr is not able to maintain a connection w/ the ins sometimes will see the red light. Recommended patient call back when someone is able to help w/. Patient mentioned in the past the wr got hot like it was going to burn their skin and the power button stayed green.

Event description:
It was reported that the wireless recharger was unresponsive, never fully charged, would not turn off, displayed battery lights that continuously scrolled up and down, flashed a red light, and was not charging correctly. The patient confirmed that the green light was showing on the charging dock while plugged into the wall and noted that the wireless recharger was not charging properly. The patient attempted a hard reset prior to the call, and further troubleshooting was performed by hard resetting the wireless recharger while docked and undocked, but the issue persisted with the same battery light behavior. A repair request was submitted for replacement of the wireless recharger. No patient complications have been reported as a result of this event. Additional information received that regarding the replacement wireless recharger (wr). Caller stated that the implantable neurostimulator (ins) used to take 15 minutes to charge but now with the replacement wr it takes about 30 minutes. Caller stated that they may have skipped a day of charging. Agent reviewed normal charge duration times with caller. Caller stated that their therapy is on. Caller stated that they have already packaged up the old wr to send back to repair. Information was received from a patient regarding an external device. (B)(6). The patient reported that a day or two after they got their replacement wireless recharger (wr) they noticed a red light on the power button. The patient stated that the wr was no longer doing that and was working as expected at the time of the call. The patient also mentioned that something didn't match when they scanned the qr code of the replacement wr, but the patient was unable to clarify what it was that didn't match. Agent offered to help the patient ensure the replacement wr was paired with the handset, but they needed their daughter to help them navigate the handset (the daughter was not available). The patient added that the first time they used the replacement wr it took 1 hour to charge their ins. The patient mentioned that they had gone 3 days without charging the ins at that point when they normally charge the ins every day. The patient agreed that it was expected to have taken 1 hour to charge the ins at that time given that the ins battery level was lower than it normally was when they began charging the ins. After that the patient stated that it went back to only taking 15 minutes to charge the ins. Agent documented reported event and advised patient to call if any issues resurface with the wr.

Manufacturer narrative:
The analysis of product ID wr9200 serial# (B)(6) revealed that "led's scroll continuously <(>&<)> device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.